Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned lag driver retaining rod confirms the tip broke off, rendering it inoperative. The broken piece was not returned with the device. The lag screw drive portion of the device was also not returned. This device also has extensive wear and usage. A review of complaint history based on the historical data revealed similar events for the listed batch; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. As the device broke and it cannot longer fit its purpose, the contribution of the device to the reported event could be corroborated. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during surgery, the lag screw driver end has snapped off. All items retrieved. The procedure was completed, without delay, using a s+n back-up device. Patient was not harmed.

Manufacturer narrative:
(B)(4).